Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph did not identify any evidence of a leak from the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked from all three of its connectors. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.